Manufacturer narrative:
A medtronic representative, following-up at the site, reported the direction of the inaccuracy was superior/inferior. Software investigation of synergy spine 2.0.1 completed; unable to determine root cause since the behavior cannot be replicated. (B)(4) 2014 a medtronic representative replaced the navigation system camera and tested with the o-arm 1000 imaging system and saw bones, accuracy verified. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy in placing bilateral screws in l5. The open spine clamp was placed on l2. The surgeon was accurate in placing bilateral screws s1-l2, as well as, thoracic after the inaccuracy occurred. No specific measurement was provided. The surgeon realized, with an o-arm imaging system spin, that the screws were off, removed them and replaced them accurately. Nerve monitoring showed there was no impact on the patient outcome. The surgeon deemed being accurate with the passive planar and the lumbar probe, but did not navigate the screwdriver. The screws used were not medtronic products. The surgeon completed the procedure with the use of the navigation system and the imaging system.